Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following procedures: l4-l5 laminectomy, transforaminal lumbar interbody fusion, l3-l4 posterolateral fusion and hardware exchange l4-s1 to treat the following pre-op diagnosis: l3-l4 stenosis and l3-l4 degenerative disc disease. Op notes: endplates were prepared with curets and a rasp. The appropriate-sized intervertebral peek cage device measuring 11mm by 25mm was packed with structural allograft, rhbmp-2 and impacted into position, completed interbody fusion at l3-l4. The pedicle screws from l4 through s1 were removed. New holes were paced at l3 at the junction of the supra articular process and transverse process and 45 x 6.0 mm screws were placed at l3, l4 and l5 and 40 x7.0mm screws were placed at s1. Screws tested within normal neurophysiologic monitoring. We placed rods and screws. Then, we proceeded with posterolateral fusion at l3-4 by decorticating the transverse process at l3 bilaterally and the previous fusion mass at l4. This was bridged with structural allograft and local graft. The incision was irrigated. Tension was placed over the dura as a scar barrier. A deep drain was placed and then the incision was closed in layers. The patient was extubated and taken to pacu without incident. No other information was provided. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.